Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough. The patient required medical intervention in the form of inhalers. The reported event of cough and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation of the device, pil observed an unknown contaminant on the anti-skid pad on the bottom enclosure, and around the outside of the p4 jack insert. An unknown contaminant was observed on the top enclosure. The front panel was observed to have a hair-like particle on it. An unknown dust contaminant was observed on the blower box, blower seal, and bottom enclosure. Evidence of liquid ingress with mineral deposits was observed to the blower and blower box. Inv1023 addresses the issue of liquid ingress. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes the device has dust contamination. There was no evidence of sound abatement foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section d8, d9 and h6 health effect- impact code, type of investigation, investigation findings and investigation conclusions has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop a cough. The patient required medical intervention in the form of inhalers. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.